Event description:
It was reported the subject device had a damaged light guide bundle and insufficient brightness. The event occurred during a therapeutic laparoscopic cholecystectomy. It was completed with another device. There was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the universal cord was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide fibers glass of the distal end was worn and dented leading to image insufficient brightness. The cause of this could not be determined. The cause of the broken cord failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.